Manufacturer narrative:
The device is not returning for analysis. A follow-up report will be submitted with all additional relevant information b2: death date is estimated. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
In a social media post on (B)(6) 2025, the outcomes of summarized mitraclip procedures was reported from an unknown literature article. The outcomes at two year follow-up are described as all-cause mortality, heart failure hospitalization, and recurrent mitral regurgitation. The sample size of patient receiving transcatheter edge to edge repair (teer) was 602. The author of the social media post does not make any allegations against the mitraclip device. No additional information was provided.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip were reported in a research article in a subject population of 602. Complications reported included all-cause mortality, heart failure, hospitalization, and recurrent mitral regurgitation; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a social media post discussing results of a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B2 death date is estimated. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided.